Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (pt death while wearing the lifevest) was confirmed. Upon investigation, both the monitor and the electrode belt were fully functional. Both pieces of equipment were capable of detecting and treating the pt. No equipment deficiencies were discovered. After review of device download data, no arrhythmia was declared during the event. Recorded data shows that the pt experienced short runs of vt at rates of 120-170 bpm. The vt threshold programmed into the monitor was 150 bpm. There was large amounts of signal artifact on both channels throughout the event. The device failed to detect the sustained vt, the longest of which ran for 34 seconds at an average 156 bpm. This run of vt was not detected by the device due to the large amount of artifact noise on both channels and the fact that it was hovering around the threshold (150 bpm). This 34 second span was not long enough to validate the arrhythmia and deliver a treatment, as the noise prolonged the arrhythmia detection and validation sequence. Additionally, a large number of te pad placement faults suggests that, upon arrival, paramedics opened the device garment without deactivating the device. Paramedics transported the pt to the hospital where he later passed away.

Event description:
A nurse contacted zoll customer support to report that a (B)(6) male pt had died. The pt was reportedly wearing the lifevest at the time of death. Device manufacture date. Monitor sn (B)(4). Electrode belt sn (B)(4). Manufactured 05/2008.